Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer gave a general report of an over infusion event, however provided no event specifics. There was no patient harm reported.